Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 150 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the dome sticker popped out during the rewind process. Customer advised the drive support cap was loose and the device may have been dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap; unable to perform displacement test due to detached end cap. The insulin pump had cracked lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted.